Event description:
It was reported that the patient was experiencing ineffective therapy on one side after a fall. Diagnostics indicated high impedances on one of the leads. Surgical intervention may take place at a later date to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000143261.

Event description:
Additional information received indicates patient's right octrode lead was explanted and replaced. Patient's left lead sn: (B)(6) remains implanted and no intervention was done on this lead. Therefore, this lead is no longer reportable.

Manufacturer narrative:
This event is no longer reportable.

Manufacturer narrative:
Correction: b1: b1 ¿ type of report: product problem was checked in error in initial MDR report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.